Event description:
The customer reported that there were low biased and out of range rbc results recovered on quality control (qc) samples run on the lh780. The customer stated that there have been multiple qc failures for the rbc parameters across multiple lots. The customer stated that there were a few instances where the patient results were verified on another instrument; however she could not provide documentation to clarify whether the initial run on the instrument was in fact erroneous.

Manufacturer narrative:
A field service engineer (fse) was dispatched. He initially replaced the blood sampling valve (bsv), shafts, clamp and associated knob, along with the low vacuum regulator; however the issue persisted. The issue was resolved during a subsequent field visit by replacing the power supply 1. The rbc apertures, rbc bath, and rbc aperture housings were replaced as part preventative maintenance. Upon recur of the failure mode identified; it is likely that rbc, wbc and plt results can be affected due to buildup on the wbc and rbc baths as a result of zap voltage failure. (B)(4).